Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article titled, "excellent mid-term osseointegration and implant survival using metaphyseal sleeves in revision total knee arthroplasty" written by sebastian m. Klim, florian amerstorfer, gerwin a. Bernhardt, patrick sadoghi, georg hauer, lukas leitner, andreas leithner, and mathias glehr published by knee surgery, sports traumatology, arthroscopy published online 31 january 2020 was reviewed. The article's purpose was to analyze results for durability, clinical outcomes and radiological mid-term results in revision total knee arthroplasty (rtka) with focus on osseointegration at the bone - sleeve interface (both femoral and tibial sides). Data was compiled from 92 patients (93 knees) with cementless sleeves and cementless stem used in conjunction with primary knee components (femoral, insert, and tray) and received implants between 2005 to 2015. Cement manufacturer is not identified for implants utilized with cement and patella resurfacing was not discussed. Implants utilized was depuy complete revision knee system (lcs). Article reports patients lost in follow up due to deaths are unrelated to the rtka. Original implants are not identified. Results were 17 knees required re-revision with 15 for septic reasons and 2 aseptic reasons (one for instability and one for periprosthetic fracture. Article reports "no case of aseptic loosening or implant failure was found). Three patients were found with radiographic signs of insufficient osseointegration but were not re-revised as no clinical symptoms of loosening were present. Article discusses malalignment referred to as patient overall leg alignment measuring the hip-knee-ankle axis for 6 patients with no functional consequence to patient. Depuy knee products: lcs femoral stem, lcs femoral sleeve, lcs femoral, lcs tibial insert, lcs tibial tray, lcs tibial sleeve, lcs tibial stem. Adverse events: infection (treated by revision). Instability (treated by revision). Periprosthetic fracture (no further information regarding anatomical location and treated by revision).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.